Manufacturer narrative:
Returned device was received good physical condition but had a damaged lens. No evidence of reported problem in event log was found. During the evaluation of the device the issue was unable to be duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the reported customer's concern was not able to be confirmed, the unit passed accuracy testing. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test. No patient was involved in this event. No adverse effects were reported.